Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a defective drawer. A field service engineer replaced the power control module (pcm) on the zone to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.